Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had an issue with her blood glucose level being high. Customer's blood glucose level was 240 mg/dl. Customer stated that the pump will bolus too much or not give her a bolus. Customer stated that she has been having issues for a couple of weeks. Customer changed her pump and stated that her blood glucose level is in control. Customer stated that something is wrong with the pump, but she refuses to troubleshoot it. Customer just wants a replacement. No additional information provided.

Manufacturer narrative:
Minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.